Event description:
The patient was evaluated by a vns physician and was referred for surgery; however, the patient will not undergo surgery at this time because the patient cannot afford to pay for the surgery out of pocket.

Event description:
The patient underwent vns generator replacement on (B)(6) 2014. The explanted device was discarded at the direction of the surgeon.

Event description:
Additional information was received that the patient had come in for an appointment and the generator was unable to be interrogated. Based on the battery life calculation and the patient previous report the failure to program is likely due to end of service.

Event description:
It was reported that the patient was experiencing a decrease in voice change, decreased perception to stimulation, and an increase in his depression symptoms in which the patient believes due to battery weakening. He believes the generator needs to be replaced due to his clinical symptoms. He has had medication increases without improvement. The patient does not have a vns treating physician, and his device has not been checked for some time. Attempts for additional information from the patient's treating psychiatrist have been unsuccessful to date. The patient is pursuing generator replacement. However, surgery has not occurred to date.

Event description:
Additional information was received from the patient's psychiatrist who is not a vns physician who indicated that information would not be provided regarding the patient's condition. He also indicated that the manufacturer "should contact this patient and arrange for one of your own doctors to assess his response to this device." The patient had previously been contacted by the manufacturer's case manager and the patient reported that he would follow-up later due to financial reasons. However to date, the patient has not been evaluated by a vns physician. Once the patient is evaluated, additional investigation will be conducted.